Event description:
On 06/26/2000 a nurse in the pacu was disposing of a needle when they were stuck by a needle that was previously dropped in the counter balanced door, but did not drop down. On 06/23/20000, a nurse went to dispose of aneedle when they were stuck by a needle that was previously dropped in the counter balance door, but did not drop down. In both instances the sharps container was not full.